Manufacturer narrative:
The IFU states: warning: insufficient spacing between antennas may cause extensive charring, difficulty in removing the antenna, and injury to the pt, when using multiple mwa antennas, use image guidance to ensure that the spacing between the antennas is at least 1.5 cm. The antennas had been disposed of by the site, so no evaluation could be done. Follow-up with the surgeon found there was no pre or post ablation imaging for us to review. The surgeon was unable to say what the spacing was at the end of the surgery. It is believed that the 1.5 cm spacing was not maintained.

Event description:
The report stated that following a percutaneous microwave ablation procedure, a full dermal burn was observed around the middle antenna where three antennas were placed in a half circle configuration. The electrodes were fully inserted in target tissue. The surgeon decided to resolve the issue by excision and suturing. On follow-up visit 12 days later the doctor reported that the pt was feeling great and healing well. The antenna were discarded by the site.